Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their implantable neurostimulator (ins) was implanted to the left of their spine. They stated that now the ins moved, and it is over their spine. Patient services asked the patient if this was causing any pain or discomfort, and the patient replied with ¿not really.¿ the patient mentioned that their doctor did a CT scan, but didn¿t see a problem. They stated that they are in the process of finding another doctor, and the doctor wants to do an MRI before deciding to take accept the patient. The patient noted that their ins moved about a year prior to the report. No further complications were reported. The patient was implanted for non-malignant pain.